Manufacturer narrative:
(B)(4). Device evaluated by MFR - visual inspection revealed no anomalies. The catheter failed the ablation simulation test and an occlusion alarm was rec'd. The catheter was dissected and the fluid lumen was found to be twisted. Investigation of the returned device confirmed a leak in the handle of the catheter due to a slight crack where the lumen was twisted, which was causing the leak from the catheter handle. Review of the device history records confirmed this lot met mfg requirements prior to shipment.

Event description:
It was reported during an ablation procedure, leakage was observed at the handle of the catheter. The catheter was replaced and the procedure was completed. There were no consequences to the pt.